Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a vats surgery a piece of the lower end of trocar fell into situs, could be retrieved. New trocar same lot was used, also a piece from end fell off and into cavity, could be also retrieved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation two devices opened by the account and eleven devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the two open trocars noted the distal ends of the threaded sleeves were chipped. The condition of the instruments precludes functional testing. The visual inspection of the eleven sealed trocars noted no abnormalities. Functionally; the obturators were inserted and removed from the threaded sleeves with no binding or difficulty. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.